Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device was in excellent condition. During syringe testing by using an 1cc syringe for verification of the bent plunger tube and syringe test using the 20cc syringe to verify the reading of both quality control slugs, the plunger tube was found bent during the verification of the 1 cc syringe. However, no problem was found during the 20 cc syringe testing, all the reading of both quality control slugs were within the requirement specification. The root cause of the reported issue was found to be the bent plunger tube caused by the customer's impact damage. Replaced plunger tube. Performed syringe testing and all functional tests which passed.

Event description:
It was reported that the plunger tube bent will not run 20cc syringe after repair. No patient injury was reported.